Event description:
Surgeon was using an arthroscopic shaver blade during a right knee arthroscopy. Surgeon noted tiny metal fragments on the monitor inside the patient¿s knee. Surgeon determined the metal fragments were from the shaver blade. Surgeon removed the shaver blade from the veterans¿ knee and a new shaver blade was used without further incident. The knee was irrigated at the end of the surgery.